Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the they experienced low blood glucose. The customer¿s blood glucose level was 2.7 mmol/l at the time of incident. The customer treated low blood glucose with juice and peanut butter sandwich. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump was not on auto mode at the time of incident. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported insulin pump was not worn during a medical procedure. Customer stated insulin not dripping or squirting from end of set before connecting at their site. Customer reported programming was accurate. The insulin pump will not be returned for analysis.